Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges the power wheelchair was on fire.